Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that the rinse unit was dripping into some cuvettes randomly on the cobas 8000 c (701) module. The customer provided discrepant results for 5 patient samples tested for calcium. The unit of measure was not provided. Patient 1 initial result was 1.96. The repeat result was 2.45. Patient 2 initial result was 1.82. The repeat result was 2.27. Patient 3 initial result was 2.04. The repeat result was 2.55. Patient 4 initial result was 1.91. The repeat result was 2.34. Patient 5 initial result was 1.39. The repeat result was 2.24. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found the dripping rinse nozzle. The nozzle was replaced. The customer has not had any further issues since the service visit.

Manufacturer narrative:
The investigation determined the dripping rinse nozzle was the root cause of the issue.